Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/reporter, the patient's son, contacted lifescan (lfs) to report the one touch ultra 2 meter was reverting to the setup mode. The sr. Medical surveillance specialist was able to classify the complaint base on the information originally provided. The same day at 9:30 am, the patient noted that the reported meter had reverted to the setup mode, immediately following a battery replacement. The patient's son stepped though the meter setup screens, but it did not allow normal testing, and reverted just to the setup mode screen. At 11 am, the patient experienced the symptoms of shaking and disorientation. Emergency services were contacted, and paramedics tested the patient's blood glucose level to be 18 mg/dl. The patient was treated with glucagon injection. The issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient reportedly experienced symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to meter issue, and she received emergency medical treatment with glucagon. Therefore, this complaint is being reported.